Event description:
Additional information notes the ventricular lead was fractured and had low impedance. The lead was explanted and replaced.

Manufacturer narrative:
The lead was received in 3 pieces with no electrode tip. Final analysis found that the outer insulation was damaged at 17.3 cm to 19.5 cm from the connector pin, due to clavicular crush. The outer coil was fractured at 18.8 cm from the connector pin. The insulation was abraded at 0.8 cm to 1.3 cm from the proximal end of the ring electrode. The outer coil was exposed in the same area, due to friction with another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic experiencing pectoral twitching. The ventricular lead exhibited intermittently undersensing and loss of capture.